Event description:
The customer reported that a xhibit central station (xcs) was plugged into a uninterruptible power supply (ups) and the ups failed. When power was restored, the xcs was no longer functional due to a corrupt license. A spacelabs field service engineer worked with the customer to restore the license of the xcs and confirmed with the customer the unit was functional.